Manufacturer narrative:
The affected device was examined onsite by dräger service technician and the log file was made available for further investigation at the manufacturer¿s site. Based on the log file analysis it could be verified, that a pneumatic release was performed at approx. 01.00 a.m. On the (B)(6) 2021 as reaction of a detected tank overpressure. Corresponding alarm messages were posted by the cockpit infinity c500 and the ventilation unit performed a reboot in order to remedy the issue. Other than indicated by the description of event a malfunction of the screen could not be confirmed by the log file analysis. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local reboot of the ventilation unit would be triggered. In such a situation, the emergency-breathing valve opens to ambient allowing the patient for spontaneous breathing and alarms are posted to alert the user of the issue. The device reacted as specified to a detected internal deviation; it performed a pneumatic release and a reboot of the ventilation unit and posted accompanying alarm messages. The safety valve opened to ambient during the mitigation measures. There were no patient health consequences reported. The device was tested according to the manufacturer¿s specification and a test run of the ventilation for 36 hours was performed without any deviation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilation failed and the screen went dark. The patient was bagged and the ventilator was changed out. There was no patient injury reported.

Manufacturer narrative:
He investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilation failed and the screen went dark. The patient was bagged and the ventilator was changed out. There was no patient injury reported.